Event description:
It was reported that per preventive maintenance the outlet tubing of the circulation pump was expanded and was replaced in an arctic sun device.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance the outlet tubing of the circulation pump was expanded and was replaced in an arctic sun device.

Manufacturer narrative:
Upon further review, it was found that had no allegation against device. Therefore, a retraction is being submitted. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.